Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the use of this catheter, while attempting to implant the associated left ventricular (lv) lead, a pericardial effusion occurred. The effusion was drained and no adverse patient effects were reported.